Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issues. Customers blood glucose level was 501 mg/dl- high on the continuous glucose monitor (cgm). Customer administered correction boluses via the pump to address the high bg's. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.